Event description:
A customer reported a malfunction on their insulin pump, specifically a malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). In response, customer technical support (cts) decided to replace the out-of-warranty pump due to the malfunction. Cts confirmed the shipping address and sent a replacement pump. Customer reverted to an alternative method of insulin therapy.